Manufacturer narrative:
Device evaluation summary. The replacement equipment issued to the patient at the time of passing, monitor sn (B)(4)and electrode belt sn (B)(4), were returned and evaluated at the distributor. The evaluation included functional testing and a review of downloaded software flag files on the day of the event. During functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There was no indication of any visual damage or of a product malfunction.

Event description:
A us distributor notified zoll that a patient had passed away on (B)(6) 2017. On (B)(6) 2017 the patient reported that her device had gelled and that she had removed the device. Review of the downloaded flag and ECG data by trained ECG technicians found that the patient was appropriately treated at 04:07:26 pm on (B)(6) 2017. The rhythm at the time of the event was vf. The rhythm was successfully converted to a slower rhythm. The post shock rhythm was atrial fibrillation at 50 bpm with aberrancy. Customer service advised the patient to continue wearing the device and the patient indicated she would do so. The patient was issued replacement equipment at around 8:37:05 pm on (B)(6) 2017. The following morning, the patient's husband reported that the patient passed away sometime between 1-7am on (B)(6) 2017. He reported that the patient had removed the lifevest because it wasn't comfortable to sleep in. The patient passed away while not wearing the device after removing the device to sleep. There were no allegations of a device malfunction.